Manufacturer narrative:
The catheter was returned for analysis. The catheter was cut in half, therefore, simulated treatment could not be performed. However, upon dissection of the catheter it appears the deflation lumen was melted. The device history record was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record shows that the product met its specifications at the time of release. Dissection of the catheter revealed that the deflation lumen was melted, however, because simulated treatment could not be performed, the root cause of the event is unk.

Event description:
It was reported that after a successful transurethral microwave treatment procedure, the location balloon was unable to be deflated. After attempting to deflate with a syringe the nurse called tech support for further instructions. Tech support explained to the nurse to cut the luer lock hose, however, deflation was still unsuccessful. Tech support then explained to the nurse to cut the shaft of the catheter, however, again deflation was unsuccessful. The location balloon was successfully deflated with an ultrasound guided needle. No further pt injuries or complications were reported. The pt status is reported as "well."